Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The device was not returned to olympus for evaluation so the cause of the reported issue cannot be conclusively determined. As no other issues were reported, it is most likely a user error in not setting up the video connections properly. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: 6.1 troubleshooting guide malfunction:no image. Cause the button for switching input signals has been incorrectly set. Remedy:use the input button on the front panel to select an appropriate terminal.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported that no image was present on the high definition lcd monitor. No information regarding impact to patient care was provided.